Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported not feeling stimulation while therapy was on. The patient stated that there were no medical procedures or electromagnetic interference that could be related to this issue. The patient described a medication change which occurred due to a misdiagnosis of uti. The patient had to be hospitalized because she developed fever, chills, and stomach pain and in the hospital it was discovered that the uti was actually an e.coli uti and as a result the keflex dose was increased to 500 mg 4 times each day. Patient stated that she thinks the symptoms are "residing as she did not have to catheter." The manufacturer call center explained that the ins will not help underlying symptoms as a result of infection, but that "theoretically as the infection clears symptoms should return to as they were pre-infection." The patient stated that she has an appointment with her urologist in a few weeks and the patient was advised that she should call her urologist to ask if she should make any adjustments while finishing her medication. The patient planned to follow-up with her primary care physician in a few days to see if the infection had cleared. The patient also reported that she had to increase stimulation to somewhere around 2.4, but decreased to 1.9 as the stimulation was too painful. The patient stated that the loss of stimulation may be because she has pre-existing nerve damage at the area. The patient was able to feel stimulation prior to the infection and that "she felt stim yesterday for about an hour, but not today." The patient status is unknown at the time of this report, however the narrative will be updated if more information becomes available.

Event description:
A follow-up letter from the patient indicated that the infection and change in therapy was resolved. The infection cleared after using antibiotics and the infection was the cause of the change in therapy. The patient mentioned a damaged nerve in their lower back which causes pain, however made no correlation between the nerve and the device or therapy and stated that after the infection resolved stimulation continued to work.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.